Manufacturer narrative:
(B)(4). This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On (B)(4) 2017, fse arrived at the site to address the reported event. Fse replaced the tube for the line filter. The customer was subsequently able to run controls and verify results. No further issues were noted. No further action was required by field service. The most probable cause of the reported event was due to fault/ failure of the line filter tube.

Event description:
On (B)(6) 2017, the customer reported the peek fitting that attached to the top of the prefilter housing for their g8 analyzer had broken off. The customer stated that she was able to remove the broken fitting, but she was unable to locate a new peek compression fitting to replace the broken one. . On (B)(4) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.